Event description:
Reference number (B)(4) event occurred in argentina. It was reported that the patient experienced high blood glucose level of 300 mg/dl on (B)(6) 2026. The patient was treated with correction bolus via pump. The event lasted for three to four hours. The patient inserted infusion set in an area with insufficient subcuteneous tissue. No further information is available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.